Event description:
2005, the patient reportedly experienced sound percept problems while using their device. External equipment was exchanged. However, the problem was not resolved. In 2005, the patient was seen at the center for device evaluation. Testing performed confirmed that the device was no longer functioning. The patient's c1 device was explanted.